Manufacturer narrative:
Concomitant medical products: 439888 lead, implanted: (B)(6) 2016; 5076-52 lead, implanted: (B)(6)2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was non-specifically symptomatic. A holter monitor indicated periods below the cardiac resynchronization therapy defibrillator¿s (crt-d) programmed lower rate. T-wave oversensing (twos) was also observed on the right ventricular (rv) lead. No action was taken and the patient is to be seen at a future date. The crt-d and rv lead remain in use. No further patient complications have been reported as a result of this event.